Manufacturer narrative:
The patient was scheduled for a follow up visit but did not show up for the appointment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A subsequent procedure was performed and the device was removed from service and replaced. The lead remains in service. No device or lead anomalies were identified during the procedure. A boston scientific sales representative stated that the device had previously been programmed distal coil to can which exhibited normal impedance measurements after the first out of range measurement was noted. The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This product remains implanted and in service.